Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The patient was admitted on (B)(6) 2012 and given a new IV catheter on (B)(6) 2012. Since the catheter was not easy to flush with n/s, the nurse pulled it out and observed the catheter was broken. The patient had an x-ray taken and the film showed the remaining catheter tubing was in the patient's upper left arm.